Manufacturer narrative:
(B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the cerebellar infarction cannot be confirmed. In addition to the procedure itself, patient factors (vascular calcification) may have contributed to this event. The exact cause of the junction rhythm and heart block post procedure cannot be confirmed. Procedural factors (pressure from the valve on cardiac structures) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), the patient suffered cerebellar infarction on postoperative day (pod) 1 and developed heart block on pod2. During a tavr procedure, a 23mm sapien xt valve was deployed via a direct aortic transcatheter aortic valve implantation (tavi) procedure. A planned coronary artery bypass grafting (CABG) was also performed during the procedure. Post deployment echo indicted no paravalvular leak (pvl) or transvalvular leak. The patient was transferred to ICU on an intra-aortic balloon pump with stable hemodynamics. On pod1, a possible cerebellar infarction was detected by CT. On pod2, a head CT indicated no change. Antibiotic treatment was initiated due to pneumonia. The patient also developed a junctional rhythm and heart block (unknown type) and temporary pacing was started. On pod4, a head CT revealed no increase of right cerebellar bleeding and the image of a left cerebellar infarction became clearer. On pod 7, the antibiotic treatment was changed due to worsening pneumonia and the patient's condition was noted to be worsening. Multi-organ failure developed with an increase of bilirubin. On pod12, bilirubin adsorption was performed and the patient's blood pressure decreased. On pod13, the patient was cardioverted due to atrial fibrillation. On pop14, the patient's hemodynamics could not be maintained and the patient expired. The cause of death was reported to be heart failure, angina pectoris and pneumonia. No information concerning the native annular diameter or the degree of valvular calcification as provided. It was speculated that the cerebellar infarction may have been caused by the vascular calcification was observed in many vessels including the neck and legs.